Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one unknown endo stitch sulu. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Needle was broken at loading slot. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product (obstruction) which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during use, the device had difficulties in loading, the needle fell out of the device when it was being loaded, tried another device and the same thing happened. There was no patient involvement in the event. The device is expected to be returned for evaluation.